Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 5.0 x 150, 135cm mustang¿ balloon catheter was advanced to pre-dilation. During the first inflation at 5 atmospheres for 3 seconds, media leakage was noted under fluoroscopy and the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient was stable.